Event description:
The user facility reported an acute patient undergoing cardiac surgery was implanted with an impella cp device for mechanical circulatory support. There was a pump stop immediately upon attempted initiation. The easy guide lumen was still inside the pump. The device was removed and replaced with no patient harm.

Manufacturer narrative:
The investigation into the reported "pump did not start" issue has been completed. The device was returned for evaluation. The root cause of the reported issue was determined to be a red lumen issue, as part of the red lumen was left in the pump. This is a use related issue. This report is being filed as part of a retrospective review of historical records.